Event description:
Report received of a pump that would not function after being programmed. It was reported that the pump was able to be programmed, but would not carry out delivery request set by the operator. No audible alarm was noted. There was no reported adverse pt event. Though requested, no further info was available.